Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son experienced a high blood glucose of 435 mg/dl. The mother stated that the hyperglycemia was not pump related, but that the customer ate too late at night. No further assistance was required, and nothing was shipped or returned.